Manufacturer narrative:
There was no patient involvement. Date of event: unknown; requested but not provided. Initial reporter information: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a haptic on the intraocular lens (iol) came out in a bent state. The procedure was completed successfully with a back-up lens. There was no patient contact and no patient injury. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 11/14/2022 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received inside of the original handpiece. Visual inspection under magnification revealed that the complaint lens was received inside of the original handpiece's lens module. The plunger rod could also be observed to be overriding the lens and fully advanced. The assembly was inspected and, no issues that could cause or contribute to the observed issues were identified. The inside of the lens module was further inspected and, no issues were identified. The lens was removed from the lens module and cleaned, revealing that the lens was damaged from being folded and had edge chips, consistent with a lens that was overridden. The lens also had a missing and detached haptic. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.